Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been 2 other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens implant procedure, the patient had epithelial ingrowth over rexis in both eyes. On one eye the doctor have scraped the epithelial cells away, but it came back. Additional information has been requested and received which states the surgeon don¿t think it is anterior capsule opacification (aco, because it is like tissue ingrow from the rexis and in to the center, but with a free center. There are 2 files associated with the events. This files is associated with the right eye.

Manufacturer narrative:
On initial MDR the d.4. (Lot provided) was an error. It should have been asku on the original MDR. The manufacturer internal reference number is:(B)(4).